Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported complaint. Upon troubleshooting, it is found the found geo pc not working properly. To resolve the reported problem, fse replaced the geo pc and reloaded software and return the part for further analysis and the failure was confirmed. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.